Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the original complaint could not be duplicated. The pump history showed the last basal delivery and bolus were on (B)(6) 2014. The basal and boluses added up appropriately to equal the total daily dose; showing that the pump was delivering accurately until the last date used. There were no alarms outside the range of normal use. The pump passed a delivery accuracy test and was found to be operating within required specifications. Unrelated to the original complaint, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.